Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after filling the cartridge with 400 units of insulin. The customer used another cartridge and another inaccurate reading occurred. The customer's blood glucose (bg) was 318 mg/dl and a bolus via the pump was delivered to address the bg level. The customer was to continue to use the pump to manage diabetes.